Event description:
The lay user/ patient called lifescan (lfs) in 2007 alleging the one touch ultra meter was missing segments. The medical affairs specialist spoke to the patient six days later. The patient reported the meter issue began one day prior to original date, at 10:00 p.m. The patient stated that following the issue, he had decreased his insulin and took only his base amount of humalog 10 units. He did this before bed and for his morning dose. After the reported issue, the patient reported having frequent urination and "cotton mouth." He felt these symptoms were associated with his blood glucose being high, so he phoned his physician for advice. He was advised to take an additional 10 units, which he did. He then contacted lfs for assistance. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged he became hyperglycemic after the reported issue occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.